Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the camera head produced lots of black dot and shadows in the image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to poor contact of camera unit, the image has black dots. Due to damage on cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head produced lots of black dot and shadows in the image. The issue occurred during preparation for use. There were no reports of patient harm.